Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "laser intermittently shut down" (loss of power). A nurse reported that the laser shutdown intermittently during a case. The laser was rebooted in order to completed the case. No pt injuries were reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported event. The laser assembly and communication cables were reseated. The system was tested and met all product specs. The customer's complaint history was reviewed. This is the first event reported regarding this issue for this unit. No sample was returned for root cause analysis. Therefore, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk. (B)(4).